Manufacturer narrative:
Explant date: (B)(6) 2020. (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), lot: 5057162. Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), lot: 7076101.

Event description:
It was reported that the patient experienced a wound infection at the spinal cord stimulator ipg pocket site. The patient underwent an explant procedure. The devices will not be returned for analysis. No further information can be obtained regarding this event.